Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for an unknown indication for use. The patient called in requesting a ¿new magnet to be sent to turn on their ins¿. The patient stated that they could not turn on and off their ins. It was reported that this started a couple of days ago in (B)(6) 2017. The patient stated that the manufacturer was supposed to send a new programmer, but they didn't get it. Patient services clarified that they needed to go to foundation care to get a replacement. No symptoms were reported. No further complications were reported/anticipated. Additional information was received from a consumer regarding the patient. It was reported that the patient's ins stopped working and would not turn on. The patient also reported seeing the "call your dr" message. The patient did not know the code associated with it. No further complications were reported.